Event description:
During an ercp procedure, the physician used a wilson-cook memory soft wire basket and a mechanical ilthotriptor to crush a billary stone. The basket wires broke when lithotripsy was performed. The basket was removed from the patient via surgery. No injury to the patient was reported.